Event description:
On 17 march 2025, it was reported by a sales representative via email that an ar-1595tc drl pin, acl t-rope closed eyelet,4mm was reported to have snapped off at the tip. This occurred on (B)(6) 2025 during use in an unknown procedure. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to prying/leveraging the device during use.